Event description:
It was reported the battery voltage 6 months ago was 2.69 v and on (B) (6) 2010 battery voltage was 2.54 - 2.58 v. Performance data from the device shows battery voltage was 2.74 v. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Reported due to assessment of risk of unnecessary explant due to report of potential malfunction. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (4) 2010, the battery voltage with telemetry was 2.78v and the daily measurement was 2.96v.